Event description:
The manufacturer received information alleging a ventilator "service required" alarm and a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's sensor board was replaced to address the issues.